Event description:
It was reported that during a laparoscopic roux-en-y, while firing over the stomach, the stapler and reload cut and stapled only one side of the cut line. There was no pt consequence.